Event description:
It was reported that the hcp experienced a "problem with a programming or interrogation procedure." The patient reported that the pump "worked well" except that it has occasionally flipped. The hcp has been able to refill the pump after manipulation of the device. The hcp plans to replace the pump. No adverse symptoms have been experienced by the patient.